Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ mechanical failure/ operator error/ thin rubberize layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle."

Event description:
It was reported that on (B)(6) 2019, the patient underwent the ureteroscope lithotripsy on the right side under general anesthesia. Intraoperatively, a urethral catheter was indwelled, which went smoothly. On the same day of the surgery, a nurse found that the urethral catheter had fallen out spontaneously. The patient was re-indwelled and experienced increasing pain. The removed urethral catheter and balloon were complete.